Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device was not able to be interrogated. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed that the device was unable to be interrogated. However, after a power on reset occurred while measuring the regulated supplies, the device was fully functional for the remainder of the analysis. If information is provided in the future, a supplemental report will be issued.